Event description:
Heparin infusing thru programmed IV pump (two-person verification). Nurse went back into room at a later time and noted it was infusing at a different rate than programmed earlier. Thinking it was a programming error, nurse and another nurse colleague re-programmed the pump at desired rate. Pump switched to a different rate. Pump sequestered and sent to bio-med (clinical engineering). Clinical engineering working with b-braun.